Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and varying pacing impedance, as the lead experienced an isolated rise in pacing impedance that returned to normal levels. In addition, the rv lead exhibited increased/high thresholds and noise/artifact. The rv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.